Manufacturer narrative:
For the sample with an unknown patient identifier and tested on (B)(6) 2020, no incorrect results were reported outside of the laboratory.

Manufacturer narrative:
No sample was available for further investigation. Calibration signals indicate that the assay performs within specification. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received false negative results for eleven patient samples tested with the elecsys syphilis assay on a cobas 6000 e 601 module. Samples were negative when tested with the elecsys syphilis assay and these values did not agree with tpla and/or rpr values. Refer to the attachment for all patient data. No incorrect values were reported outside of the laboratory for the samples with identifying numbers. It is not known if any incorrect values were reported outside of the laboratory for the samples with unknown patient identifiers. For the three sample identifiers highlighted in yellow, these samples were all collected from the same patient. The serial number of the e 601 analyzer is (B)(4). Elecsys syphilis reagent lot number 413714 was in use from 11-dec-2019 until 15-jan-2020. The expiration date for this lot number was requested, but not provided. It is unknown which lot number was in use prior to 11-dec-2019. Elecsys syphilis reagent lot number 443797 was in use from 15-jan-2020 until present. The expiration date for this lot number was requested, but not provided.